Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an unknown reason. It is unknown if there are plans to re-implant the patient with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2016.